Event description:
A foley catheter was inserted into patient on (B)(6) 2021. On (B)(6) 2021 an attempt was made by the nurses to remove the catheter upon orders, and the balloon could not be deflated. The doctor was contacted verbally and gave the nurses verbal order to inject up to 5 cc of mineral oil through the inflation port of the catheter. Nurses reported back later that the mineral oil appeared to be coming out through the catheter tubing as well as around the catheter at the insertion in the meatus. After a formal consult with the urologist he attempted to instill mineral into the inflation port of the catheter balloon, which also failed. On (B)(6) 2021 the urologist cut the inflation port and tried probing the inflation lumen with an 0.035 glidewire. He also tried inserting 100 cc of mineral oil in the bladder for 2 hours to see if they could rupture the balloon by weakening the balloon wall and that was unsuccessful. On (B)(6) 2021 the patient was take to radiology where the catheter was then removed by a interventional radiologist where he stuck the balloon with a needle percutaneously.